Manufacturer narrative:
Pump was received with a pump error 55 alarm followed by critical pump error (open book image) alarm. Unable to verify loss of communication between the insulin pump and transmitter and lost the sensor alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, dat and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 16-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 16-nov-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 11/15/2025 at 09:47:00.000, 09:53:15.000, 10:03:00.000 and 10:38:46.000 during bolus deliveries. Also, found pump error 55 alarm (filenumber=39, linenumber=691) on 01/05/2026 at 07:41:17.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.9 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm confirmed due to pump error 55 alarm. Pump error 55 alarm confirmed, problem isolated to the electronic assembly. Unable to verify loss of communication between the insulin pump and transmitter and lost the sensor alarm due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple high blood glucose. The customer reported a blood glucose value of 457 mg/dl. The customer reported hyperglycemia was treated with hospitalization. The event involved products mmt-399a, mmt-332a, and mmt-1884. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-399a and mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.